Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the complaint is confirmed as we are able to confirm the device cut out based on the received pictures. The complained part was forwarded to the product development center for evaluation. Here the investigation result. Received ¿as-is-condition¿ shows scratch marks on the plate around the locking screw hole. Additionally, there are some scratch marks in the drive recess of the screw as well. These scratch marks are probably related to the implant removal. A functional test was performed using the 3 returned parts considering all the precautions listed in the corresponding surgical technique. The functional test did not reveal any of the issues mentioned in the precautions listed in the surgical technique. The implant is performing as intended. The reported event could not be replicated. Therefore, the reported event does not describe a dysfunction or a design deficiency. The complaint is confirmed and no further actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot the review has shown that the provided lot 4l60300 belongs to a sub-component which was finally distributed as implant kit, construct length 85mm under part number 04.168.085s. Therefore the DHR review was performed for the sub-component and the finished device: finished device: order: 16641630, part: 04.168.085s, lot: 5l11766, manufacturing site: grenchen. Release to warehouse date: june 24, 2019, expiry date: june 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Sub-component: part: 60123907 (04.168.285), lot: 4l60300. Manufacturing site: grenchen, release to warehouse date: may 28, 2019. A manufacturing record evaluation was performed for the sub-component device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: country code; h4. H11 corrected data: d1; d4: UDI number. G1 physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown locking screw (part # unknown, lot # unknown, quantity # unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 a (B)(6) year-old patient underwent surgery to fix a sub-capital fracture using the femoral neck system (fns). The fns procedure has been performed at the medical center for approximately six months (approximately ten (10) cases), and no complaints have been received thus far. The surgeon has been trained on the procedure and is experienced. The x-rays that were performed before, during and after the surgery looked fine. The patient did not complain of pain after the surgery or in the days following the surgery and was able to bear weight on the operated leg the day after the surgery without any pain. On (B)(6) 2019 the patient arrived at the ER with pain in the area where the surgery was performed. The x-ray taken at the screening found that a transplant of the implant was created at the top of the bone, known as the cut out. The implant appeared to be in positioned well and there were no abnormal findings. The patient noted that the pain began on (B)(6) 2019 following her first physical therapy treatment. On (B)(6) 2019, it was decided to perform another surgical procedure in which the implant was removed, and a hip replacement was performed. Concomitant devices: lockscr ø5 self-tap l44 tan (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) bolt f/fem neck syst f/construct length. This is report 1 of 3 for (B)(4).